Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) lead undersensing. Tachy mode is off. Technical services (ts) was consulted and explained no out-of-range measurements were observed, ts recommended reprogramming. The device remains in service. No adverse patient effects were reported.